Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported they wanted to know if their stimulation was causing bladder pain. Patient reported new bladder pain, shocking in their left foot and return of symptoms of diarrhea. Patient stated they were having shocking in their left foot, they went to their doctor who made an adjustment and the shocking was resolved. It was later reported that the shocking came back when a different program was tried. Patient stated that was when they started to have bladder pain. Patient went back to their healthcare provider who told them their interstitial cystitis was causing the pain, not the ins. Patient stated they had turned the stimulation off and the bladder pain went away, patient did not think they had interstitial cystitis and felt the stimulation was causing the bladder pain. Patient stated they turned down the stimulation and the bladder pain lessened, but did not go away. Patient was able to use the programmer to verify that stimulation was on program 1 set at 1.30. Patient stated they had it set at 1.50 and decreased it due to the bladder pain. Patient stated they wanted to try a different program and their doctor told them to play with it. Patient was able to use the programmer and lock into program 2 and set stimulation at 0.70 stating that it was comfortable when sitting, standing, and walking. Patient was aware to decrease if stimulation became uncomfortable. Patient stated that at that setting, the bladder pain was feeling better. Patient was redirected to their healthcare provider if symptoms persisted and patient stated they would continue to track symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and ga strointestinal/pelvic floor who reported that the patient was having a lot of spasms in their leg and foot so their healthcare provider (hcp) "tweaked" their machine and changed the settings. Since the setting changed the patient had been having bladder pain and the pain extended down to the patient's external vaginal area and worsens after intercourse. Prior to the reprogramming the patient felt stimulation in the middle of the left buttock, but now feels stimulation in the area of their vagina from the front to the back. The patient tried changing the amplitude and all 4 programs, but the bladder pain did not resolve and the patient's hcp thought the patient had "ic." The patient tried turning the ins off and left the ins off for 3 days which caused the pain to go away. When the patient turned stimulation back on they initially were fine, however by that night the patient started to feel the sensation in the vaginal area and knew they were going to have pain again. The patient turned the ins off the night prior to the call and tried using it again the day of the call, but the bladder pain came back; the patient reported that "it builds up and then starts." The patient planned to follow-up with their healthcare provider (hcp) to have the settings changed so that it did not affect their bladder or cause vaginal irritation, but indicated that if the right setting could not be found the patient would want the device taken out. Furthermore the patient indicated that the device was working well for their target bowel symptoms and the patient would like to keep the device, but just does not want the pain. The patient was advised to follow-up with their healthcare provider (hcp) regarding the pain. The issue was not reported to have been sudden in nature aside from starting after a normal programming adjustment and patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a consumer regarding a patient on january 30th reported that there were no wires poking out and they couldn¿t really remember what was wrong. The patient stated they could not remember the circumstances that led to the searing sensation at the incision site. The patient stated the steps taken to resolve the searing sensation was they saw their healthcare professional (hcp). The patient noted the hcp used her device to make some changes, but then the patient developed bladder pain. The patient noted they had been trying different programs to resolve that issue, but they still had discomfort. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Patient code (B)(6) no longer applies .if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on (B)(4) reported there was no wires poking out on (B)(4) 2018. The hcp stated there was a normal exam, and the patient¿s complaints had resolved at the time of (B)(4). The hcp stated the actions taken to resolve the searing sensation at the incision was reprogramming on (B)(4), physical exam done and normal. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va1l8z0, implanted: (B)(6) 2017, product type lead. Device conclusion code pertains to tined lead, 3889-28, interstim (va1l8z0).

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported the patient was wondering if the current program was not working and should she switch to a different one. The patient stated the current setting she was not getting good control. The patient stated she was not making to the bathroom on time. The patient stated she had the device to help with bowel. The caller was hoping the therapy would help her to it and wait until she made it to the bathroom, but she was not getting that result the patient noted she didn¿t have accident as much as before the device, but it was still happening. The patient stated her husband would help her adjust her settings. The patient stated she had an appointment with the healthcare professional (hcp) on (B)(6). The patient noted they had lack of therapeutic effect since implant on (B)(6). The patient noted she was having pain at one side of the incision site. The patient stated she was very active and squatting and was afraid she was going to hurt something. The patient stated she forgot she needed to be careful during the recovery. The patient stated they had pain on one side of the incision on (B)(6). Additional information from the patient on (B)(6) reported they had the permanent interstim placed around (B)(6) 2017. The patient was concerned with thought that the wires may be poking out. The patient noted they had pain and searing sensation near the incision site. The patient noted their symptoms were worsening and they had pain medicine prescriptions. Additional information from a consumer regarding a patient on (B)(6) reported they had spoken to a manufacture representative (rep), the rep directed her to consult the healthcare professional (hcp) regarding therapy direction. The patient stated she did not feel comfortable yet making adjustments herself. The patient mentioned she expected to get complete control. The patient mentioned she had irritable bowel syndrome. The patient was redirected to discuss her expectations and situation with her hcp at her appointment on (B)(6). There were no further complications that have been reported as a result of this event.